Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the membrane of the intravia empty container was splitting off to the side when spiking. This was noticed before use. There was no patient involvement. Should additional relevant information become available, a supplemental report will be submitted.